Manufacturer narrative:
D10 concomitant products: e7507, e7507 polyhesive ii rem ret el w/cord (lot #: 250760252t). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after diagnostic laparoscopy converted to open right hemicolectomy; there was grounding pad burn all along the outside of the grounding pad and the skin tore off with the pad when it was removed. It was a long case with a lot of energy being delivered. The 2nd degree burn was on the upper leg where the pad was attached and it was discovered after the case was done when the skin/grounding pad was examined. It was mentioned that a bear hugger was being used that created additional heat around the injury.